Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received inappropriate shocks due to device being in backup vvi. Patient was discharged. No further information available.

Event description:
New information received notes device was restored to normal function and patient was fine.